Event description:
It was reported that the patient's right atrial (ra) lead exhibited oversensing of far r-wave resulted in inappropriate mode switch episodes. Programming changes were made. The patient was in stable condition.